Event description:
It was reported that a month after implant, the patient was experiencing phrenic nerve stimulation at various times. Reprogramming of the left ventricular stimulation pathway on the lead was performed and the lead remains in use. The patient is participating in the adaptive crt clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.